Manufacturer narrative:
The reported event of cardiac perforation could not be confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. No anomalies were found.

Event description:
It was reported that the patient presented for lead repositioning of the atrial lead after developing pericarditis post-implant. It was suspected the patient sustained a micro perforation. The lead was explanted and replaced. The patient was stable.